Event description:
It was reported by the patient that upon waking, the device was "sticking straight up in my chest" and the patient "pushed it down." Follow-up with the device clinic noted the device did shift slightly. The physician is monitoring its placement and no issues were noted with functionality, nor has there been movement since. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).